Manufacturer narrative:
This ipg serial number was included in a field advisory: 1627487-07262012-002-r, 1627487-12192011-003-r. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was unable to communicate with external devices. The patient last felt stimulation and charged approximately 4 months ago. Surgical intervention may be pending

Event description:
Further follow-up indicated the patient had their ipg explanted and replaced on (B)(6) 2018.